Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the customer's complaint was not confirmed or duplicated. However, service found scratches on the metal contacts of the connector. As a result of the leak inspection of the equipment, no leak was detected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During the pre-use inspection of the subject device for a laparoscopic rectal fusion procedure, the combination of otv-s300 and ltf-s190-10 videoscope (subject device) caused a problem that the endoscopic image turned purple. It did not improve even if the white balance was reacquired. Troubleshooting was performed by replacing the otv-s300 with an otv-s190 and it was determined the issue was caused by the scope. The intended procedure was completed by exchanging the scope. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced; however, it was considered as a possibility that communication between electrical contacts of video system center and electrical contacts of video connector became unstable temporarily and caused the event since there are scratches on the electrical contacts of the electrical contacts of the video connector. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.